Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were the device jaws eventually able to be opened? Unable to give you the answer. The nurse in the room is no longer here. The tech is a per diem tech and is out this week. The unit was returned yesterday in the closed position. Additional information received: the scrub tech did not try any troubleshooting to re-open the jaws at the back table as they were under the assumption that the device had an issue. The rep reported that this surgeon and or staff are well trained with the device know to try knife reverse etc if the jaws would not reopen while use in a procedure.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired fine for the first firing. The device was removed from the patient and at the back table the jaws would not open when the scrub tech tried to load a new cartridge. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55e4p the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.